Event description:
It was reported that before the unknown surgery customer prepared harmonic ace+ device as usual- handling handpiece vertically. After first turn of the key klick followed. However, second click did not follow and it wasn't possible to screw harmonic device till the end anymore. After trying to screw harmonic back from handpiece it did not come of anymore. The display showed "try to activate for 2 seconds", but after stepping on activation pedal it showed "change handpiece." After trying with another handpiece and new harmonic everything worked, so no issue with generator. Broken devices were not used on patient. No patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2025. B3: event year only reported: 2025. D4 batch#: x7015d. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was received attached to a har device. Additionally, the nose cone was cracked and the mount was loose. The handpiece was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although the analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone.